Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure, a broken balloon was discovered. Upon opening an extractor 8.5mm 3l retrieval balloon, it was discovered that the "balloon was broken". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".